Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects were found with the device. Although the cannula was kinked, the timing and cause of the damage is unknown. A crack was observed on the housing of the returned device; however, the crack did not affect the functionality of the device. No damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
D4 - serial no changed from blank to (B)(6). D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 345 mg/dl with ketones present, and pain at the site, while wearing the pod between 4 and 24 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. A manual insulin injection of 6 units was administered to treat the hyperglycemia by advised of the health care provider who was contacted over the phone.